Event description:
It was reported that they were having problems with the pump so it was replaced. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2008. Product type: catheter. (B)(4).

Event description:
Additional information received reported the volume was inconsistent with ¿program info¿. No symptoms were reported. The outcome to the patient was no injury. At the time of the event, the device delivered dilaudid and bupivacaine.